Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issues. Customer's blood blood glucose was 579 mg/dl. Customer address the elevated bg by changing the pump supplies and drinking water.